Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
The back pad is pulling away from the autopulse platform (sn unknown). It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Correction b5: the customer reported problem has been updated. Supplemental MDR was generated to retract the initial MDR, it was re-assessed as a non-reportable. On 10-03-2022, based on a zoll service technician assessment on the customer reported complaint, the load plate cover on the autopulse platform is likely damaged. Therefore, this type of physical damage on the autopulse platform can occur due to normal wear and tear and/or physical abuse. The physical damage would not prevent therapy from being delivered requiring manual CPR and will not cause or contribute to a serious injury/death.

Event description:
The load plate cover on the autopulse platform (sn unknown) is damaged. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.